Event description:
It was reported that patient faced high blood glucose level event on (B)(6) 2026, as the customer stated that she used cold insulin. The patient was treated with manual injection.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).